Event description:
It was reported that this right atrial lead exhibited high pacing thresholds. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.